Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was suspect of a micro dislodgement. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.